Event description:
Boston scientific received information that during a routine system follow-up, high out of range shocking impedances were exhibited with this right ventricular lead; lead fracture confirmed via x-ray imaging. The physician commented that the lead fracture was observed around the insertion site of the subclavian vein, thus lead damage likely caused by bending around the site. During the revision procedure, the lead was surgically abandoned and successfully replaced with another boston scientific lead. No specific adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.